Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced fifteen infusion sets fell off during use on 01 jan 2024. The infusion set was in use for three days. The bg level was noticed 180-216 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 15.